Event description:
In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 8 years due to severe mitral regurgitation. Per the op report, the patient is a (B)(6) man with a history of CABG x3, mitral valve replacement (mvr) with a tissue valve and tricuspid valve repair in 2005. Three months ago, he started developing shortness of breath. He underwent echocardiogram that showed severe mitral regurgitation with dysfunction of his previous mitral prosthetic valve. He did not have any significant tricuspid regurgitation. Therefore, he was referred for redo-mvr. The operative findings indicate that the previous tissue mitral valve was incompetent. One of the leaflets seemed to be contracted and this caused a severe regurgitation. The device was replaced with a new edwards bioprosthetic valve. There were no intraoperative complications. The patient developed postoperative atrial fibrillation and fluster with a rapid ventricular rate. On pod #5, he then underwent cardioversion and permanent pacemaker. The patient was discharged home on pod #7.

Manufacturer narrative:
Device not returned. Unfortunately, the device was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Trivial/trace to mild amounts of mr are not unusual in bioprosthetic valves in the immediate post-operative setting, and is usually tolerated by patients. However, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. The type and cause of regurgitation varies depending upon multiple factors. In this case, the op report documents the prosthetic valve having a contracted leaflet. Based on these findings, it appears that the patient may have been experiencing structural valve deterioration (svd). Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or svd. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.